Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated the issue was not resolved after replacing the integrated multi-sensor technology (imt) sensor and cleaning the pogo pins. Ccc followed up with the customer who stated they are still having issues with qc and patients results. The customer observed imt measurement errors and performed the following: aligned the pump and pump rate, replaced the imt x tubing and moved it to the first slot on the imt pump and primed it, after which the pump rate resulted within specification. The customer replaced the salt bridge solution and primed it from a sample cup. The customer replaced standard a, and flushed it. The customer primed standard a and standard b, resulting satisfactory. The customer flushed and primed with diluent. Then the customer ran qc and precision. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced all imt tubing, bleached and replaced the diluent syringe tip and rotary valve seal. The cse tested the imt electronics, which was satisfactory. The cse ran precision, which passed. The cse ran calibrations and quality control (qc), resulting within specifications. The cause of the discordant, falsely elevated k result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on the same dimension exl 200 instrument. The result was reported to the physician(s) who questioned it. The sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k result.